Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" >500 mg/l, with ketones present, while wearing the pod on the leg. Multiple corrections were administered using the pod but the bg levels did not decrease and the patient became very sick. The patient's husband needed to intervene and assist by preparing manual insulin injections that were given as treatment. The pod will not be returned.